Manufacturer narrative:
No device was returned to olympus for evaluation. The serial# of the mediastinoscope used during the procedure was not provided and the name of the user facility is unknown. The cause of the reported event could not be conclusively determined.

Event description:
Olympus received a voluntary medwatch report (mw5061743), which reported that during a surgical procedure for lung cancer using mediastinoscope, and video-assisted thoracoscopic lobectomy, the patient had bilateral vocal cord paralysis. This complication necessitated urgent tracheostomy to protect the patient's airway and gastrostomy was used to provide a means for alimentation. It was unknown why both vocal cords were affected. One vocal cord was affected probably due to the tumor extension into the mediastinum. However the contralateral vocal cord was also injured probably during the mediastinoscopy procedure. It was suspected that the mediastinoscope design might contribute to the injury. The anatomy may be distorted sufficiently to allow for inadvertent injury to the recurrent laryngeal nerve which lies in the tracheoesophageal groove during the procedure.